Event description:
It was reported that the patient received three inappropriate shocks. High impedance was noted on the right ventricular lead. The lead was replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the u.s. Where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance on the rv (right ventricular) pacing lead was beyond the expected upper range. Maximum ventricular pacing impedance rises from an approximate baseline of 800 ohms to 8912 ohms the week ending (B)(6) 2013. Analysis of the device memory indicated a lead warning alert. A right ventricular pace lead impedance alert occurred on (B)(6) 2013. Analysis of the device memory indicated oversensing due to non-physiologic signals/sic (sensing integrity counter). Of the 10338 lifetime ventricular sic, 82 occurred since (B)(6) 2013. 40 non-sustained tachycardia episodes and 1 ventricular fibrillation episode of <(><<)>220 ms cycle length are recorded between (B)(6) 2013.